Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this implantable lead displayed intermittent sensing issues and a rise in thresholds to 3 volts over 1 millisecond. The local field representative indicated that the patient was to be seen for a lead revision procedure. There were no adverse patient effects reported. As of today, available information indicates that this lead remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.